Manufacturer narrative:
(B)(4).

Event description:
A report was received that the trial patient had a spinal tap and was experiencing a headache. The patient was treated with a blood patch. The patient was doing well and the issue was resolved.